Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly and force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and vibrator. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.